Manufacturer narrative:
This report is submitted on july 15, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on september 06, 2019. - attachment: [149084 device analysis report..pdf].